Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify failed battery test due to buttons not responding. Device received with broken battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had act button takes more than 1 press. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had piece missing from case at battery area. Crack along battery compartment, large cracks at reservoir area and rejected new batteries. The insulin pump will not be returned for analysis.